Manufacturer narrative:
E1: patient city: (B)(6) patient country: poland zip: 48-300 e1: name: medtronic minimed street: 18000 devonshire street city: northridge state: ca zip code: 91325 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545

Event description:
It was reported that the patient faced infusion set tape not sticking event on (B)(6) 2026. The infusion set was in use for one day.